Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported bad keypad, only on/off buttons work which was reproduced. The reported condition was verified. Visual inspection found the cause was failing keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a bad keypad that only on/off buttons are working. The event happened during testing at biomed service department. There was no patient involvement. No additional information is available.